Manufacturer narrative:
(B)(4). The device is not available for investigation.

Event description:
When the extraction bag was removed the closing wire broke. It was necessary to perform a new endoscopy to recover the debris from the extraction bag. The device involved was discarded.

Event description:
When the extraction bag was removed the closing wire broke. It was necessary to perform a new endoscopy to recover the debris from the extraction bag. The device involved was discarded.

Manufacturer narrative:
(B)(4). Customer complaint regarding memobag product was reported. As the lot number of the defective product was reported, the DHR review was completed. The review of DHR revealed no production issues at the time of manufacture of the complained lot. The reported defect cannot be confirmed because the defective device was not returned for examination. The root cause of this complaint cannot be clearly determined because of unavailable defective device. As the root cause of this complaint was not determined, no corrective/preventive actions in production are deemed necessary to introduce.